Manufacturer narrative:
The process of collecting and analyzing information is ongoing. Additional information will be provided upon the investigation's conclusion. The device is distributed outside the us and no gudid information exists.

Event description:
The customer reported that the enterprise 5000x bed did not unlock and nothing worked. The bed was inspected. The arjo technician found that the bed was operating on its own. There was no indication of patient involvement and no injury was reported.

Manufacturer narrative:
The bed was inspected. The arjo technician found that the bed was operating on its own without any human interaction. The evaluation results indicated that the unintended movement of the bed was caused by a short circuit resulting from a damaged wire in the handset. The damage to the wire might have been caused by a mechanical impact. However, the circumstances under which the handset wire was damaged are unknown. Arjo's technician recommended the patient and nurse handsets replacement. The instruction for use for enterprise 5000x (IFU - 746-577-en) contains preventive maintenance instrucion for handset: "check patient handset and cable. Check acp and cable." Those activities are to be done by qualified personnel weekly during preventive maintenance procedures. If the results of the checking are unsatisfactory, arjo or an approved service agent should be contacted. To sum up, the device was not used for a patient treatment when the event occurred. The enterprise 5000x bed did not meet its performance specifications due to damage wire on the handset. The complaint was decided to be reportable due to allegation of an unintended bed movement.